Event description:
It was reported that the pump shut down and reset unexpectedly, and caller was able to turn pump back on, with battery capacity remaining above 20 percent and a shutdown alarm occurring before the event. There was no adverse impact to the customer¿s blood glucose level. Technical support explained that insulin on board and maximum hourly bolus were reset to zero, advised that sensor sessions must be manually restarted and cartridge reloaded after shutdown or reset, provided battery best practice tips, and customer understood, successfully resumed insulin delivery, and was advised to monitor system and call back if issue persisted.